Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient having posterior spinal fusion, psf segmental instrumentation for scoliosis. It was reported that the rod slipped from the bottom screw of a scoliosis construct. The set cap is still tightened to the screw. Tulip or set screw halfway out of rod. Revision surgery performed on (B)(6) 2024 and products were replaced. Levels implanted were t2-l2 in initial surgery and l2-l3 in revision surgery. Patient had pain. No neurological complications noted. There were no further complications reported regarding the event.